Event description:
A customer reported to beckman coulter inc. (Bci) that erroneously elevated creatinine (crem) results were generated by unicel dxc 800 pro synchron clinical system for four patients. The customer also reported that there were error messages of "reagent too low" on the creatinine module. The erroneous results were reported out of the laboratory, and were questioned by the physician. Repeat testing produced lower results. There was no report of death, injury, or change to patient treatment or diagnosis associated with this incident. The field service engineer (fse) replaced creatinine module and verified the service activity per established procedures. All results met the published performance specifications. The cause of the erroneous creatinine results was faulty creatinine module.

Manufacturer narrative:
Results: creatinine module.